Event description:
The account alleged that the bed exit is not functioning. No pt impact.

Manufacturer narrative:
The technician found the bed empty with a negative weight reading on the scale. The bed was zeroed with pt on the bed, user error. The technician zeroed the bed and tested the bed exit and it functioned as designed.